Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis and a gore viabahn endoprosthesis to treat an abdominal aortic aneurysm. The viabahn device was implanted in the pt's right external iliac artery to help with access due to excessive thrombus. The pt tolerated the procedure and no complications were reported. That night, the pt's right leg became cold and there was no pulse. Images revealed that the trunk-ipsilateral leg component and the viabahn device were completely occluded with thrombus. The pt was then taken to the operating room where the physician tried to get wire access, but was unable so an aui and femoral-femoral procedure were performed. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis IFU key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Add'l considerations for pt selection include but are not limited to: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories.